Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, a nurse found that the inflation line was completely cut. There is no report of patient harm. There is no report of serious injury or death associated with this event.